Event description:
The customer reports the device has a bad power supply.

Manufacturer narrative:
(B)(4). The customer reports the device has a bad power supply. The customer reports the device has a bad power supply. The response center, with the help of the biomed engineer on site, evaluated the device and confirmed the complaint. There was no reported pt involvement. We will consider this malfunction of the power module that caused the device to fail.